Event description:
It was reported the recharger would interrogate but would not get recharge bars. When attempting to recharge after interrogation, the device would not "see" the implant for the recharge. Additional information provided after recharging the ins to 80% it would fall to 40% charge within one day. The battery level reading was taken from the recharger screen as opposed to using the patient programmer. The patient also reported experiencing a burning sensation on the inside of the ins pocket (not on the surface of the skin). The burning sensation occurred when recharging for approx one hour. The sensation went away when the recharger was turned off. The ins is in the patient's chest area and is used to treat arm pain.

Manufacturer narrative:
The recharger was returned to the manufacturer for analysis. Device analysis results were not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.